Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected loud noise noted during vibrating or cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the vibration was louder than usual. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller confirmed that the device settings were correct. However, there was a loud vibration noise during the self test. The caller also verified that the insulin pump rattles when shaken with the reservoir inside of it. The insulin pump will be returned for analysis.